Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. A leak was detected at the junction between a tube and a filter. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that liquid leakage occurred. The operator noticed liquid leaking from the round filter joint of the extension tube. There was no patient harm/adverse event reported.